Manufacturer narrative:
When investigation is completed a f/u report will be sent to the FDA. (B)(4).

Event description:
The customer reported that the end piece of the ceiling suspension cs fell down and grazed the operator's head. She stayed at home for a few days due to a potential light concussion.